Event description:
A nurse reported that a 2.4 millimeter (mm) single bevel blade was completely upside down. The mm indicator was on the bottom side of the blade and the top side of the blade was completely flat. The incision was made with the blade before it was noted that the blade was upside down. The procedure was completed and there was no harm to the pt. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).